Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a small pneumothorax requiring a chest tube and hospitalization. The patient had a medical history of lung cancer (right lobe) with radiation and chemotherapy treatments and a lot of scarring. The target nodule was about 3.2 centimeters in size and located in the right lower lobe, on the pleura. The procedure was completed as planned without delays. A chest x-ray was performed after the procedure and a 5%-10% pneumothorax was discovered; therefore, a small bore chest tube was placed and then removed the next day. The patient was hospitalized for a total of 2 days, then discharged home. No diagnosis was obtained. The physician reported that the pneumothorax was not related to an ion system or instrument issue and there was no device malfunction associated with the event.